Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. The patient was not hospitalized for the peritonitis. The peritonitis was manifested by cloudy effluent and the patient was treated with unspecified antibiotics intravenously for the event. The patient was retrained on proper aseptic technique and reported to have recovered from the peritonitis. Therapy was ongoing. No additional information is available at this time.